Manufacturer narrative:
Follow-up # 1 date of submission 03/25/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/05/2014 with the following results:a review of the pump¿s history showed multiple call service alarms on the reported event date. The pump powered on normally during testing; however, an alarm was emitted upon the first rewind attempt. An internal component failure was found. The component was removed and reprogrammed and the pump was able to power on and was tested successfully.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had been emitting frequent call service alarms in the past month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).